Event description:
Initial bun 1 mgd/l, glucose 6 mg/dl and hdl 0 mg/dl were repeated, bun 19 mg/dl, glucose 87 mg/dl and hdl 39 mg/dl. Incorrect results were not used to provide patient treatment. Field service representative replaced vacuum tubing on the rinse mechanism. Quality control material recovered within stated range.